Event description:
It was reported that an ilet pump became unusable due to a cracked screen, and a replacement device was shipped with the original pending return. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms or alerts. Investigation included a review of complaint information and device history based on available records. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen and no indication of a systemic device malfunction. It was concluded that the event was related to damage of the device¿s screen and not to a performance failure of the ilet system.